Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics send the complaint information to r&d team conducted an investigation based on provided evidence device was not returned so a visual inspection cannot be performed. Device was not returned so functional test is not applicable. This implant was designed appropriately per the relevant work instructions and the surgeon approved the design prior to manufacture and shipment. The device was not returned so no further investigation is possible. The overall complaint was not confirmed as the psi sd800.440 peek implant was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: sd800.400-us. Lot number: 11665p3. Part manufacture date: 03/11/2024. Manufacturing location: brandywine. Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the patient specific implant (psi) was processed through all operations on the released routing for part number sd800.400-us and met all inspection specification requirements at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Product lot met all inspection specification requirements at the time of release with no issues documented during manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, this implant had a slight fitment issue during surgery. The implant sat a bit high along the posterior edge. The implant was still used and added no additional time to the case. This was made aware during a routine check-in with the surgeon. This report involves one (1) psi sd800.440 peek implant this is report 1 of 1 for (B)(4).